Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and vessel dissection occurred. The target lesion was located in a coronary artery. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the balloon ruptured and was trapped inside the stent. The guide catheter, wire, balloon and stent were all removed. When the patient complained of severe chest pain and their hemodynamics were collapsing, a dissection was noted in the left main which was treated with direct stenting. Blood pressure built up and the chest pain was released. The patient was discharged 24 hours later in a very stable condition.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.50x32mm stent delivery system was returned for analysis. The detached distal end of the device including the stent and the balloon were not returned for analysis. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found a shaft break 139cm distal from the distal end of the strain relief and inner shaft polymer extrusion stretching 140cm distal from the distal end of the strain relief. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and vessel dissection occurred. The target lesion was located in a coronary artery. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the balloon ruptured and was trapped inside the stent. The guide catheter, wire, balloon and stent were all removed. When the patient complained of severe chest pain and their hemodynamics were collapsing, a dissection was noted in the left main which was treated with direct stenting. Blood pressure built up and the chest pain was released. The patient was discharged 24 hours later in a very stable condition.